Event description:
The complainant alleged that during biomed testing, the device displayed a "paddle fault" message and had a constant alarm tone. The complainant indicated that there was no pt involvement in the reported malfunction.